Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was due to a circulation pump component failure. A device history record review was not required as the reported event was not an out of box failure and therefore the reported event was not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Hence, a labeling review was not required. Section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the arctic sun device was failing calibration for an error 2 (pre-warm inlet pressure error) and the circulation pump was unable to generate -7 psi. Biomed requested a quote for the 2000-hour service and a loaner. Per support or biomed tech via phone on (B)(6) 2023, it was reported that the quote was too expensive. The department has decided to hold off on the 2000-hour service and the loaner at this time.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device was failing calibration for an error 2 (pre-warm inlet pressure error) and the circulation pump was unable to generate -7 psi. Biomed requested a quote for the 2000-hour service and a loaner. Per support or biomed tech via phone on (B)(6) 2023, it was reported that the quote was too expensive. The department has decided to hold off on the 2000-hour service and the loaner at this time.